Manufacturer narrative:
There is no documentation to show a causal relationship between the patient death and the liberty cycler. The patient had been hospitalized for an unknown diagnosis and expired while hospitalized. It is unknown if the patient was completing pd therapy at the time she was hospitalized or if she continued pd therapy while hospitalized. The patient has several comorbidities that could have contributed to the death as well as a decline in health and loss of desire to eat after suffering a cva. The manufacturing plant did not confirm the alleged event. The complaint sample was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During follow up on an unrelated customer experience, the peritoneal dialysis patient's nurse reported that the patient expired in the morning of (B)(6) 2017. Medical records were solicited and obtained. Upon review of the of the peritoneal dialysis patient's medical records, it appears that this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) for an unknown period of time expired on (B)(6) 2017. The patient had recently suffered a cerebrovascular accident, was declining in health and lost the desire to eat. The patient¿s family members had to set up and assist the patient with ccpd treatments. The patient had recently been transferred to a new clinic. The patient expired in the hospital. Hospital admission date and diagnosis unknown. It is unknown if the patient continued pd therapy while hospitalized and no hospital course is known. Cause of death was not reported. There was no allegation of a malfunction. Additional information was solicited.